Event description:
On (B)(6) 2011, an ams incontinence sling was implanted to treat urinary incontinence. It was reported that after the implant the pt experienced an incontinence level greater than his baseline incontinence level. In (B)(6) 2012 the pt had an additional incontinence device implanted.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.